Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At an unspecified time, the device was programmed to deliver an unspecified concentration of potassium at a rate of 0.6ml/hr, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse reported the pt became hypotensive with a reported arterial pressure of 33/29mmhg. At that time, the nurse noted that 20cm past the cassette, there were an unspecified number of air segments measuring 0.5cm and 1.5cm in length in the tubing distal to the device with no device alarm. At that time, the nurse stopped the delivery, the tubing set was reprimed to remove the air segments and the deliver was restarted using the same device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.